Event description:
Ous MDR - this lv lead dislodged. Another manufacturers guidewire was inserted into the relevant lead but it could only advance by about 3cm from the proximal end and then got stuck. An attempt was made to insert the opposite side of the guidewire and it was successful. A stylet also had no difficulty with insertion. A guidewire with a straight tip also got stuck. The relevant lead was explanted and replaced without issues. The physician would like to know why the guidewire got stuck during the insertion.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. In the course of the analysis a stylet could only be inserted 2.5 cm inside the leads lumen. A subsequent visual inspection revealed a deformation of the kink protection tube inside the lead in this area. This damage can be considered as the root cause for the difficulty to insert the guidewire. Based on the characteristics of the damage and on the complaint description, it is reasonable to assume that it occurred due to mechanical forces applied during the implantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.